Event description:
The threads of the handle are stripped and would not hold the guide wire. This event did not occur during a surgical procedure.

Manufacturer narrative:
Eval results suggest that this event would not be associated with the device but rather would be related to user technique.